Event description:
It was reported that during use of the pn 31x8 france 100bx has the user nears the end of his injection a bubble" or "drop" appears and the user loses product. The user then uses another needle to complete the injection so that he receives the needed dosage. Foreign complaint the following information was provided by the initial reporter, translated from french to english: he uses a needle to inject the entire dose (1.2 mg), the patient tells me that at the end of the injection, a "bubble" or "drop" appears and the patient loses product. It is therefore necessary to get stabbed twice, to use 2 needles and to inject 0.6 mg each time.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time. H3 other text : see section h.10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the pn 31x8 france 100bx has the user nears the end of his injection a bubble" or "drop" appears and the user loses product. The user then uses another needle to complete the injection so that he receives the needed dosage. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: he uses a needle to inject the entire dose (1.2 mg), the patient tells me that at the end of the injection, a "bubble" or "drop" appears and the patient loses product. It is therefore necessary to get stabbed twice, to use 2 needles and to inject 0.6 mg each time.